Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, another manufacturer's guidewire became kinked and was removed. After replacement with another manufacturer's guidewire, the guidewire was unable to pass through the pulseselect catheter when loaded normally. An attempt to backload the wire also failed to allow passage through the catheter. The existing pulseselect catheter was then replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 of lot number: 0012643679. Visual inspection was carried out. The catheter appeared intact without any visible issues. Slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms was carried out. The slide control function operated as expected without any issues. Steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. The returned guidewire could not be utilized due to its condition. Additionally, the lab test guidewire was also unable to pass through the returned catheter. Upon further inspection and dissection of the handle area, it was discovered that the hypotube inside the handle was kinked, obstructing the guidewire from passing through the guidewire lumen within the handle. In conclusion, the catheter failed the return product inspection due to a guidewire lumen and hypotube kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.